Manufacturer narrative:
Submit date: 02/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the venous line (blue color) of the catheter is blocked and no blood flow was coming and the patient had to have the catheter replaced with a new catheter. The condition of the patient is stable.

Manufacturer narrative:
Submit date 07/07/2016. This complaint was investigated. The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. No nonconformance¿s (ncrs) for this issue for the reported lot number were found during the device history record (DHR) review. The product sample was returned to the manufacturing site for evaluation. The guide wire and catheter presented signs of use (remains of blood in the catheter and guide wire was bent). Visual inspection was performed and the catheter did not reveal any visual defect. Additionally, the guide wire was bent on different points of its surface. The other components were reviewed and did not show any defects. In order to confirm the reported condition, a guide wire was passed through both extensions. As a result, the guide wire passed easily through the arterial extension; however the guide wire did not pass through the hub in the venous extension. It was observed that the hub was partially obstructed and the orifice looks smaller. It was observed that there was resin on the venous lumen. An ishikawa diagram was used to determine the potential causes for this event and the following possible causes were identified: man: operator failed to follow procedure. Based on the sample evaluation this possible root cause was not discarded. Material and equipment: no potential root causes were identified under these categories. Process/method: solvent bonding technique per procedure can occlude the hub channels. This possible root cause was not discarded. Environment: no potential causes were identified under the environment category. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operations. A nonconformance report (ncr) was opened to address the failure mode occlusion in mahurkar products. Equipment improvement, process improvement and training / retraining activities were performed to address this failure. In addition, as containment actions activities, manufacturing personnel are performing 100% inspection to the catheters by inserting a guide wire in order to verify the free passage between the hub and tubing. The lot number involved in this complaint was manufactured prior to the implantation of the actions taken by this ncr. No further actions are required. Additionally a health hazard assessment (hha) was opened to address this event. No complaint triggers or trends were identified; therefore no further corrective or preventive actions were required. It must be noted that in-process controls such as visual inspection, pressure test according to procedure, personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.